Manufacturer narrative:
No analyzer problem was identified during the shift the false positive results were produced. If additional information is received, appropriate notification will be provided.

Event description:
Customer received high troponin t results for two patient samples, which resulted lower when repeated. Both samples were serum collected in sst gel tubes and run from primary tubes. Sample 1: sample collected on (B) (6) 2009, and tested for troponin t on (B) (6) 2009, resulting at 0.074 ng per ml. The same sample was repeated on (B) (6) 2009, as requested by the "authorizer", giving less than 0.03 ng per ml. Sample was repeated again twice giving less than 0.03 ng per ml both times. Sample 2: three different samples were obtained from the patient on (B) (6) 2009. First sample gave less than 0.03 ng per ml. Second sample gave 0.096 ng per ml and third sample gave less than 0.03 ng per ml. The second sample was repeated an additional three times giving less than 0.03 ng per ml each time. No information provided to determine if patients were adversely affected.